Manufacturer narrative:
The reported event was confirmed with an unknown cause. Received only the catheter for evaluation. Per the visual evaluation, the returned catheter was received with the valve and cap detached from the inflation funnel. Syringe tip was attached to the valve. The returned valve was still fixed in the cap. Inspected the exterior and found no damage observed on the returned valve and cap. There was a slightly slanted dent mark on the inflation funnel indicating valve and cap were previously placed on the funnel. No other conditions found on the sample that could be associated with the reported event. Per the functional evaluation, the valve and cap were assembled back on the returned catheter. An attempt was made to inflate and deflate using a lab syringe and the returned syringe, and found no difficulty in both actions. How and when valve and cap detached from inflation funnel could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Do not use in patients who are or have been allergic to natural rubber latex". (B)(4).

Event description:
It was reported that water could not be injected into the catheter. This event occurred during the pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that water could not be injected into the catheter. This event occurred during the pretest.